Manufacturer narrative:
Zimvie complaint number (B)(4).

Event description:
It was reported, the tip of the driver snapped off. And driver bent and twisted as well as fractured. Procedure was not completed. They were able to successfully remove 3 of the abutments, but one they were not. No damage to abutment. Will complete procedure, once they receive replacement driver.

Manufacturer narrative:
Zimvie received one (1) hx1.25d, (drill 1.25mm hex sst) for evaluation. Visual evaluation was performed, slight wear and tip is twisted/bent and fractured. DHR review was completed for the subject lot number 2120001415. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 2120001415 for similar events and no other complaint was identified. Review completed utilizing keywords: dental : functional : bent and dental : functional : fracture. The customer did not submit images for the reported event. Based on the investigation and risk management file review as per (B)(4), the most likely root cause determined from the investigation was clinician error and excessive torque lead to a fractured, twisted or bent tool. Damage in tool connection. Therefore, based on the available information, a device malfunction did occur. The tool has wear and tip is twisted/bent and fractured . The reported event was confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information available at the time of this report.